Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited increased capture threshold during a post implant check on (B)(6) 2018. On (B)(6) 2018, the lead was repositioned successfully. During the procedure, right atrial lead dislodgement was observed. The lead was successfully repositioned. The patient was stable throughout.